Manufacturer narrative:
Sections with additional information as of 18-jul-2024: g1: reporting contact first and last name updated from (B)(4); reporting contact email updated from (B)(4). H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 17-may-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus pen needles. Complaint was initially reported by e-mail and customer was contacted via telephone. Customer stated that the needle is either missing or is bent. Customer stated she had to use 4-5 pen needles every time to administer her medication; customer stated she takes insulin 3 times a day. The package was not open or damaged when received by the customer. The customer has been using the product out of this package for about one week. The customer is using compatible product, and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. The customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.